Event description:
It was reported by the customer that the pyxis medstation es system drawer malfunctioning maintenance is required. A customer has indicated that a user is experiencing difficulties in dispensing medication to a patient, which has been attributed to a reported malfunction causing a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer failed. A field service engineer inspected and resolved the jam in the drawer, reconnected it to the controller board, and successfully addressed the restart issue. The system functioned as intended after field service engineer troubleshooted the device.